Event description:
It was reported that, all the surgeon told me was that the patient fell. I was not able to get the implant because the hospital sent it to r.s. In risk management.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.